Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing/jammed) during suturing procedure". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot number are 73d2400447 and 73d2400178. Per DHR the product visistat 35r 6/box lot # 73d2400447 was manufactured on 04/09/2024 a total of (B)(4) pieces. Lot was released on 04/24/2024. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35r 6/box lot # 73d2400178 was manufactured on 04/02/2024 a total of (B)(4) pieces. Lot was released on 04/16/2024. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared misaligned and two staples were jammed in the distal tip of the stapler. There were 21 staples remaining in the cover block indicating that at least 14 staples were fired by the end user. The trigger was returned engaged and clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, 2 staples released. One staple was formed, and one staple was unformed. On the first, seconds, third, and fourth attempt a staple fully formed and released. On the sixth attempt, 2 staples released. One staple was fully formed, and one staple was unformed. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further investigate this issue. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers taken from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first staple appeared misaligned. Upon engagement of the trigger, 2 staples released. One staples was formed and one staple was unformed. On the first, seconds, third, and fourth attempt a staple fully formed and released. On the sixth attempt, 2 staples released. One staple was fully formed and one staple was unformed. The sample was disassembled. Die casting were observed anomalies on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing/jammed) during suturing procedure". No report of patient harm or injury.